Event description:
It was reported, that the video system center had the endoscopic image upside down. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. An olympus representative spoke with the customer and directed the customer to go to user settings for invert image to see if the setting was correct. It was but when the customer exited the settings the image fixed itself. The customer was told to power cycle and the issue was resolved. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The costumer reported that the issue occurred during the preparation for use for a diagnostic esophagogastroduodenoscopy, procedure was completed with the same device after 25 min of schedule delay. No patient was under anesthesia.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "upside down image" malfunction would likely be related to unintentional operation of the endoscope. Olympus will continue to monitor field performance for this device.